Event description:
The patient reported an alarm during the manual prime. Troubleshooting revealed a protruded drive support disk. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose/protruded drive support disk. The unit also had a scratched lcd window and missing end cap sticker.